Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months ago prior to contacting lfs. The cca was advised the patient manages her diabetes with metformin pills (500 mg 2x daily). The patient continued to take her usual dose of medications. A couple days after the alleged issue begun, the reporter claimed the patient felt symptoms of frequent urination. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.